Manufacturer narrative:
(B)(4): the customer reported, the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device was difficult to remove. In accordance with the instructions for use, a dilator was inserted into the access ports and the device was removed successfully from the patient anatomy. Hemostasis was achieved with the clip. There were no patient effects reported. Though requested, additional information was not available.